Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative 2018-04-18. It was reported that the patient¿s device had been bothering her since (B)(6)2018. The explanted ins was discarded. The revision resolved the discomfort at the pocket site. No further information was provider. No additional complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturing representative (rep) regarding a patient implanted for spinal pain. It was reported that the patient had discomfort at their implantable neurostimulator(ins) pocket site. It was noted that the patient had weight loss, which may have led to the issue. A pocket revision and battery replacement are scheduled on (B)(6) 2018. No further complications were reported or anticipated.